Event description:
Although the patient hadn't been seen by her former neurologist for the two years prior to the event, the former neurologist reported that the patient had been diagnosed with glioblastoma multiforme, and that the disease was the cause of the change in mental state. The former neurologist believed that the change in mental state was not related to vns. No additional relevant information has been received to date.

Event description:
A patient was admitted to the emergency room with an altered mental status. A neurologist then programmed off the patient's vns in response, but it is unclear if the patient's change in mental state was related to the vns. No additional relevant information has been provided to date.